Manufacturer narrative:
Internal complaint reference case (B)(4). Article: wiltshire d, cronin m, lintern n, fraser-kirk k, anderson s, barr r, bennett d, bond c. The debate continues: a prospective, randomised, single-blind study comparing coblation and bipolar tonsillectomy techniques. J laryngol otol. 2018 mar;132(3):240-245. Doi: 10.1017/s0022215117002328. Epub 2017 nov 20. Pmid: 29151376.

Event description:
It was reported that on literature review ¿the debate continues: a prospective, randomised, single-blind study comparing coblation and bipolar tonsillectomy techniques¿, after the procedure using the coblator ii with evac 70 wand, one patient had secondary bleeding resulting in the patient returning to the or. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, risk management review, device labeling/IFU review, and complaint history review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.